Event description:
The customer reported that the x-ray stopped being exposed and rebooting the system did not clear the problem. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.